Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Technical services (ts) was consulted and discussed there was a gradual rise in the shock impedance measurements over the previous months. The clinic was informed of the situation; however, the patient is not being monitored at this time due to financial limitations. No adverse patient effects were reported. This rv lead remains in service.